Manufacturer narrative:
Device serial number was not provided. Approximate age of device - 1 year 5 month. The report of low flows and no external power events was confirmed through the evaluation of the submitted log files. The log files appeared to show the system operating as intended. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hm ii lvas IFU also explains how to safely disconnect and connect the power cables when exchanging power sources and warns that at least one system controller power cable must be connected to a power source at all times. The IFU describes all alarm conditions as well as the appropriate actions to resolve each alarm. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was in clinic for a routine visit and the device history showed 2 no external power alarms. The patient stated that at no time were both power sources disconnected. Review of the log file by the manufacturers technical service representative showed a no external power event on (B)(6) 2018 and (B)(6) 2018. There was no interruption to lvad support during these events.